Manufacturer narrative:
Device eval summary: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A pt service representative (psr) contacted zoll to report that a (B)(6) female pt had sores on her back under the therapy electrode pads and the sores started to puss. The psr mentioned that the pt's doctor was notified. There was no follow up to see if the open sores healed.